Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature. The article can be found at https://doi.org/10.1177/24730114251343071. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the department of orthopaedics, university of san diego school of medicine. The title of this report is ¿¿medial sesamoidectomy as a local autograft source in revision or complex first metatarsophalangeal joint arthrodesis", published on 16 june 2025, which is associated with the stryker cartiva implant system. The article can be found on https://doi.org/10.1177/24730114251343071. This report includes analysis of the clinical data that was collected on x patients, and the cases in this study range from 2021 to 2023. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that: 1 revision required but declined.